Manufacturer narrative:
Two (2) photos were provided by the customer for investigation. One (1) photo shows the top web of a blister pack which provides the material description, lot number and expiration date. The second (2nd) photo shows a syringe in a baggie. It appears that the stopper on the plunger rod has ¿rolled¿ and is deformed. Rolled stoppers can occur intermittently during assembly of the syringe when the plunger rod and stopper subassembly are pressed into the syringe barrel. A misalignment between the barrel and subassembly can cause the rolled stopper. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd syringe luer-lok¿ tip stopper was observed to be deformed during use. The following information was provided by the initial reporter: "rubber bulb problem. The rubber bulb was wrongly made."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd syringe luer-lok¿ tip stopper was observed to be deformed during use. The following information was provided by the initial reporter: "rubber bulb problem. The rubber bulb was wrongly made."